Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, the customer resumed insulin delivery on their pump.